Event description:
It was reported by the rep the device was used during a laparoscopy. It was reported during preparation for the case several trocars (three) with which the red firing button would not engage. The case was performed with a properly functioning 355ld. There was no consequence to the pt.